Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/ IV. Healthcare professional additionally reported "firmness to the touch, hardness to the touch, misshapen breast, implant sitting higher than normal, pain or discomfort." The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ malposition: unable to observe as it is a medical event not related to the device. Additional observations: ¿ crease fold and white particles observed on the device.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/ IV. Healthcare professional additionally reported "firmness to the touch, hardness to the touch, misshapen breast, implant sitting higher than normal, pain or discomfort." The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/ IV. Healthcare professional additionally reported "firmness to the touch, hardness to the touch, misshapen breast, implant sitting higher than normal, pain or discomfort." The device has been explanted and replaced.